Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The customer changed the cartridge, tubing, and site. However, the customer reported seeing an air bubble in the luer lock. The customer's blood glucose level was 337 mg/dl and the customer indicated that a correction bolus would be administered. The customer primed the tubing; however, the air bubble did not move. Recommendation was made to change the supplies or monitor the air bubble to see if it moved. The customer indicated that they were going to meet with a clinical diabetes specialist regarding the load process.